Event description:
It was reported that noise was observed on the stored egms. The sense/pace portion of the lead was capped and replaced in 2008. Defib remains active.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.